Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction has occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with infection underneath the sensor pod area. The area was prepared with alcohol before placing the sensor on the body. There is no documentation of scarring or systemic involvement. There is no diagnostic test conducted. The skin reaction was treated with a prescription oral antibiotic medication (unspecified name and dosage). At the time of the report, patient condition was stable. No photo or other details were provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.